Manufacturer narrative:
Livanova learned that the device was cleaned and maintained regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. No deviation from standard cleaning procedure was identified. The root cause of the reported contamination could not be clearly determined.

Event description:
See initial report

Manufacturer narrative:
H.10: cultures test results performed post deep disinfection conducted before sending the device to customer showed values within specification limits. The device is still pending return to the manufacturer site in order to verify the reported condition. Based on information currently available, the root cause could not be determined. However, a contamination of the samples cannot be excluded as well as contaminated tap water. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer requested deep disinfection in order to solve the reported contamination. There is no known patient involvement.